Manufacturer narrative:
The customer reported complaint of the autopulse displayed ua12 (lifeband not present) error message was confirmed during the functional testing and archive review. Archive log was reviewed and found numerous error messages of ua12 on (B)(6) 2017 up to the reported event of (B)(6) 2017. The issue was attributed to the lifeband clip detect switch that needed adjustment. Once repaired, the autopulse passed the functional testing with no issue observed. Visual inspection was performed and found the front enclosure, bottom enclosure were damaged. The clutch was also found to be sticky. The autopulse platform is a reusable as well as serviceable device and was manufactured on 08/09/2012. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. During functional testing the "ua12" error message was observed during compressions. The lifeband clip switch lever was adjusted to resolve the issue. Unrelated to the reported issue, the front bottom enclosure cover was replaced as well as the clutch plate to resolve the sticky clutch issue found during the visual inspection.

Event description:
It was reported that during shift check the autopulse displayed ua12 (lifeband not present) error message. Per the customer, they tried a different lifeband and reconnecting it but were unable to clear the error message. No patient involvement on this issue.